Event description:
The customer reported to olympus, that during an unspecified procedure the image color on the endoeye flex deflectable videoscope was abnormal. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to damage on the charge coupled device. In addition to the findings reported in description of event or problem, the following non-reportable malfunctions were identified: the rubber was scratched and chipped; the bending angle in up direction does not meet specification due to elongation of the angle wire; noise on image occurs due to charge couple device, and the insertion pipe was loose. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional event information received from the customer: the device inspected prior to use; the procedure was therapeutic and completed with another device; there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported abnormal color issue could not be determined, however, it was likely the result of damage to the image sensor unit or failure of a component on the printed circuit board due to use stress, external factors, or handling. The event may be detected by following the instructions for use which state: ¿"chapter 3 preparations and inspections". ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. Using normal light observation images and nbi observation images. 3. Confirm that the illumination light is emitted. (See figure 3.23) 4. Adjust the amount of light to obtain a suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved section. 7. Confirm that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.